Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and would measure lower than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was not confirmed, however, the asp did observe that the device provided an alarm indicating higher peep than set. The original reported low peep may not have been observed during testing, however the presence of higher peep than set may indicate that the device was unable to maintain the desired peep. The asp replaced the internal flow transducer (ift), external flow module (efm) and oa1 board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift, efm and oa1 board.